Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 15 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch veriosync meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the inaccuracy issue occurred on (B)(6) 2016 at 12:00am. The patient reported that the meter read inaccurately high in comparison to another device, with a result of "170mg/dl" on the subject meter compared with results of "122 and 44mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient also obtained results of "148, 140 and 174mg/dl" on the subject meter which he felt were inaccurately high in comparison to his feelings or normal results. A comparison to feelings or normal results does not meet lifescan's criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported that two hours after the alleged inaccuracy occurred he developed symptoms of "shaky and sweaty" and that on (B)(6) 2016 he consumed food or drink. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When the patient was walked through a control solution test the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: both the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.